Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision for broken rods - dr (B)(6) private (B)(6) 2018. Primary implant date: (B)(6) 2015 dr (B)(6) private. On 1st revision (B)(6) 2016 cf 5098185/(B)(4). On 2nd revision (B)(6) 2016 cf 5098188/(B)(4). On 3rd revision (B)(6) 2016 cf 5098030/(B)(4). On 4th revision (B)(6) 2018 patient re-operated on to replace bilateral broken rods and loosening of 3 screws in lower section of construct l4- pelvis, below inline connectors. All set screws,rod connectors,three larger diameter screws and two rods replaced replace below connection point of upper construct. (B)(6)